Event description:
It was reported that the device exhibited a cassette error. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no additional records related to the reported issue from the previous 12 months. The customer issue could not be confirmed, however, multiple alarms of ¿cassette not attached properly were identified in the event history log (ehl). The probable root cause of the issue was downstream occlusion (dso) sensor assembly.